Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 597 mg/dl resulting in a seizure. Cause of elevated bg level was unknown. Bg was treated with an unspecified insulin treatment, and once bg levels lowered, customer was given carbohydrates to stabilize bg level. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage.